Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up, the ventricular lead exhibited noise. During lead revision, an insulation anomaly was observed. The lead was capped and replaced on (B)(6) 2014.